Manufacturer narrative:
H.6 investigation summary bd did not receive samples or photographs from the customer for investigation. Therefore, 100 retained samples from each lot except 2265903 were visually inspected, and no gel defect related to oil gel globules were found. Lot 2265903 expired on march 31st, 2024, and could not be evaluated. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. A complaint trend was identified, and a corrective and preventive action has been opened for further investigation. Bd was unable to confirm the indicated failure mode of oil gel globules based on the investigation completed. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes that nineteen (19) tubes from multiple batches had oil gel globules. The plasma was aliquoted and recentrifuged for use. There was no health impact or consequence reported. Report 2 of 13.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes that nineteen (19) tubes from multiple batches had oil gel globules. The plasma was aliquoted and recentrifuged for use. There was no health impact or consequence reported. Report 2 of 13.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2308626 d4. Medical device expiration date: 31-may-2024 h4. Device manufacture date: 04-nov-2022. D4. Medical device lot #: 3129258 d4. Medical device expiration date: 31-oct-2024 h4. Device manufacture date: 09-may-2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.